Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq software delivered boluses when not intended. The customer¿s blood glucose (bg) level was 40-41 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer turned off the control iq feature, and declined further troubleshooting with tandem technical support.